Event description:
The user facility reported that the device was leaking during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
This complaint was entered into intake with inaccurate information. There was only one handpiece reported for leaking and one handpiece was returned. This MDR will be cancelled. H3 other text : reported in error.

Event description:
The user facility reported that the device was leaking during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.